Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2015 with the following findings: a review of the pump black box data revealed cs (B)(4) and cs (B)(4) call service alarms and associated pump reboots to clear the alarms. These alarms may cause the display screen to be blank for several minutes. During a visual inspection of the pump, the battery compartment was observed to be intact. The returned battery cap secured properly to the pump, and a power loss was not observed. During testing, the pump was exercised for 24 hours with no duplicated loss of power. The pump case was removed, and evidence of moisture ingress was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.